Event description:
It was reported that on the carelink report, the pacemaker's ventricular electrogram (egm) signal looks just like the atrial egm signal. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.